Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information was receiving from a consumer regarding a patient receiving clonidine 400.0mcg/day at 483.86mcg/day, bupivacaine 12.0mg/ml at 14.516mg/day, and dilaudid 12.0mg/ml at 14.516mg/day via an implantable infusion pump. The indication for use (IFU) was listed as complex reg pain syndrome type I and spinal pain. It was reported the patient missed a refill. The patient's next refill date was (B)(6) 2015 per printout. The patient was due for a refill. The patient is hard of hearing and does not hear the pump alarming. A personal therapy manager code 8286 (empty reservoir) was reported. No patient symptoms reported. The event date was reported as (B)(6) 2015. The steps taken to resolve the empty pump and outcome were not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.